Event description:
On 1/22/97, a MFR sales rep was contacted with a report that during device refill procedures, on 15 separate occasions, pts complained of pain upon insertion of the needle to access the device. It was additionally stated by the staff nurses that it has been very difficult to access the device and "extremely tough" to puncture through the pts' skin. The facility nurses have noticed a change in the ease of use of the MFR's needles as compared to the MFR's "old style" needle. The customer has requested the old needles and is very dissatisfied with the current needle. The facility nurse did not have specific info concerning the 15 separate occasions.

Manufacturer narrative:
Since the needles were not returned to the MFR for analysis, the MFR's investigation of this event was limited to a trend analysis which was performed on similar reports involving this catalog number and trend has not been identified. The MFR's investigation of this event ins inconclusive. However, the MFR is in the process of reintroducing this product line based on customer preference and requests conveyed through the MFR customer service, complaints, clinical, and sales representative. The facility will be notified of co's review of this incident. No further info is available. The MFR is now closing its file on this event.